Event description:
The caller reported that the cartridge was not fitting properly on the pump, with the issue causing the customer's blood glucose (bg) level to rise to 519 mg/dl. The customer addressed the bg by changing the cartridge and infusion set and administering a correction bolus. No further assistance was required as the issue was resolved after the customer replaced the faulty cartridge and was able to use the pump effectively.

Event description:
The caller reported that the cartridge was not fitting properly on the pump, with the issue causing the customer's blood glucose level to rise to 519 mg/dl. The customer took action by changing the cartridge and infusion set, enabling insulin delivery to resume. No further assistance was required as the issue was resolved after the customer replaced the faulty cartridge and was able to use the pump effectively.